Event description:
The maestro medium fixed duraguard was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.